Event description:
It was reported that the patient died. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery (rca). After ablation using a 2.00mm rotablator, a 3.00 x 48mm synergy xd drug-eluting stent was implanted without problem. Intravascular ultrasound and angiography confirmed successful implantation and the procedure was completed. However, three days after the procedure, the patient complained of chest pain and angiography was performed. Restenosis was not observed under angiography. The patient was positive for troponin with no symptoms of heart failure and spasm was confirmed in mid rca. Acetylcholine was administered to the patient. It was reported that the patient subsequently died. However, no further details were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).